Event description:
Caller awakened with symptoms of hypoglycemia at 02:00 am and called 911. Paramedics arrived 4 minutes later, tested his blood glucose with their system as 40 mg/dl, and treated him with an oral sugar solution. At least 15 minutes later, they retested him on their system as 40 mg/dl and treated him again with sugar solution based upon that result. An hour later, the paramedics tested him again on their meter, result was 40 mg/dl. Paramedics suggested testing on the customer's meter. Customer took a reading with his compact plus gt meter and got a reading of 75 mg/dl. Customer felt that reading was high enough that he could go to sleep. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
The caller reported that no readings were taken from the compact plus the day before the hypoglycemic episode. It was further reported that the meter was lost and only found during the time of the hypoglycemic episode. The caller awakened with symptoms of hypoglycemia at 02:00 am and called 911. Paramedics arrived 4 minutes later, tested his blood glucose with their system as 40 mg/dl, and treated him with an oral sugar solution. At least 15 minutes later, they retested him on their system as 40 mg/dl and treated him again with sugar solution based upon that result. An hour later, the paramedics tested him again on their meter, result was 40 mg/dl. Paramedics suggested testing on the customer's meter. Customer took a reading with his compact plus gt meter and got a reading of 75 mg/dl. Customer felt that reading was high enough that he could go to sleep. Strips are not available for return, replacement sent.